Event description:
It was reported that the user¿s glucose remained high at 401 mg/dl since the prior day while using the ilet and continuing to announce meals, without fingerstick verification or symptoms, and they were advised that repeated meal announcements can maladapt the algorithm; no tubing kinks, moisture, or leaks were noted, and a full supply change was recommended and undertaken with caregiver assistance. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem related to improper method, with relevance to user interface interactions and reliance on meal announcements for correction. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.